Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow up report will be submitted.

Event description:
According to the information received, once the catheter was inserted in the bladder and the balloon, there were no signs of resistance. When the catheter was removed, the tip and the balloon itself were evidently broken. A new catheter was then inserted. Chest and abdp, em x-rays performed to check the cvc positioning revealed no foreign bodies in the bladder. There were no clinical consequences. No anomaly noticed before insertion.